Event description:
The customer reported that she was hospitalized due to high blood glucose levels and ketones. The blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Reviewed the alarm history, and found that the customer has received no delivery alarms in the past. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.